Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector pusher of a preloaded intraocular lens (iol) became stuck above the implant, resulting in the implant being marked. Additional follow-up revealed that the iol remains implanted. No further detail was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes, device evaluation: no suspect product was received. However, a photograph provided by the customer was evaluated. The picture showed a scratch like a lineal mark extending from 11:00 o'clock through 4:00 o'clock. Per the location of the mark, it is possible that it will impact the patient¿s quality of vision in the event the lens remains implanted. However, the actual clinical impact as well as the root cause cannot be determined from a picture assessment. The complaint issue of stuck in cartridge was not identified, but the complaint issue of cosmetic issues was identified; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.